Event description:
Oversensing with inappropriate therapies was reported. The lead was capped. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The returned device data have been analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Besides that, the device data showed no anomalies. Based on the available data the root cause of the noise could not be conclusively determined, however, the integrity of the ventricular lead cannot be assured. Should additional relevant information, the ICD or the lead itself become available this investigation will be updated.